Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 27mm navitor was implanted. The final implant depth was 7mm in both the non-coronary cusp and the left coronary cusp. The patient had a baseline sinus rhythm. On (B)(6) 2022, an atrioventricular block was noted by the physician, and a pacemaker was implanted immediately. The patient was reported to be stable.

Manufacturer narrative:
An event of atrioventricular block and pacemaker implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported incident could not be conclusively determined. Please note, per instructions for use, implantation precautions " to minimize likelihood of permanent pacemaker implantation (ppi): a) maintain implant depth of 3mm, and b) limit manipulations across the left ventricular outflow tract (lvot)."h6. Medical device problem code: 2993 code removed.

Event description:
N/a